Event description:
Was instructed to blast for pain relief and to help appearance of cellulite. After months of blasting, I started having two periods a month. They were more painful. Went to ER with extreme pain on time and had a 5cm ovarian cyst, followed up with on who put me on birth control to help stop the cyst from forming. Anxiety increased while using product. Was told it was just detox and was normal. We blasting for sciatica as instructed by ashley blacks videos. Was left with worse sciatic pain and needed surgery to relieve pain. The product had protocols that changed all the time. Shady business practices.